Event description:
Reported blood glucose results of 12.9 mmol/l and 26.3 mmol/l with a lifescan meter, performed within 5 minutes of each other. Two control solution tests were performed; the first results fell outside the specified range and the pt was unable to provide the result of the second reading. Meter and test strips were replaced for the pt.